Manufacturer narrative:
The customer reported that the power management (pm) was replaced. The ventilator passed all test. The ventilator was returned back to service

Event description:
The customer reported that the ventilator would not run on alternating current (ac). The ventilator was not in use on a patient at the time of the event occurred.